Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: MFR report # 1627487-2018-01694. It was reported that the patient¿s scs system did not provide effective therapy. The ineffective therapy was due to high impedance on 1-8 contacts. Multiple reprogramming did not resolve the issue. Patient underwent a surgical revision on (B)(6) 2018, wherein physician revised the lead by pulling out the tail end of 1-8 contacts then reinserted it back in with normal impedances. Patient has effective therapy post operatively.